Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported controller malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that while the controller was charging, there was a burning smell and the device was hot to the touch. As a result, the controller's cable charger was melted.

Manufacturer narrative:
In the case description, the user mentioned that the controller got hot while charging. The physical device was not received for investigation. Android log files from the complaint device were uploaded by the user to the cloud system and downloaded for investigation. Inspection of the android log files showed no evidence of the controller battery getting abnormally hot or failing. The log files showed that the highest temperature reached by the battery was 38.6 degrees c. The upper limit for the temperature of the controller is 40 degrees c. This would not be hot enough to result in the controller plastic or the controller charge melting. The log files showed that the battery temperature was able to reach as high as 34.2 degrees c while not plugged in to charge. Inspection of the log files found no issues that would contribute to the controller battery failing or the device getting hot. The cause of the reported thermal event could not be determined.

Manufacturer narrative:
Correction to d2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(4). Unique identifier (UDI) # changed to (B)(4).